Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump froze while skiing. The blood glucose reading was 243mg/dl. The caller also stated that the device alarmed button error and did not occur right after the device was exposed to moisture. No further information was provided.